Event description:
It was reproted that a device was used during a laparoscopic nissen fundoplication procedure. The device leaked. Opened another device to complete the case. There was no consequence to pt.